Event description:
A scan was aborted while using the combination brain-spine coil. The user gets a "coil b failure, coil disconnected" message. The coil connected was not the spine, it was the nv array head coil.